Event description:
The pt was on pca after surgery. The nurse experienced difficulties switching the pca syringe. Also the tubing was not clamped during the syringe change. The pt complained of lightheadedness, blurred vision and diaphoresis. It was estimated that the patient received an 2 mg bolus of hydromorphone. Naloxone was given to prevent harm from oversedation. The pump involved was the lifecare pca pump by hospira. It has signs to clamp the tubing. While the nurse did forget to clamp the tubing, it would be better if the tubing was autoclamped in some manner.